Event description:
On (B)(6) I had orbera placed. I went home, and had severe pain, nausea and vomiting. My daughter called the doctor who had placed it a few times and he assured her this was normal, but to stay hydrated. On (B)(6) my husband took me to the local emergency room. I was very dehydrated. They gave me fluids and ER physician contacted the surgeon who had placed it, again he was told this was normal. The ER physician decided to do a CT scan and determined the balloon was overinflated and my intestines were blocked. He called the surgeon again, who had my husband drive me to (B)(6) hospital where the surgeon had priviliges to remove. We immediately traveled to that hospital, we entered through ER and were immediately taken back for surgery to remove. My husband was notified that the surgery was completed and it was out and I was fine. Awhile later he was called back to see me and he was told when they removed the device, I aspirated 2 liters of stomach contents. I was intubated, placed on a vent, put into a medically induced coma for 14 days. In total, I spent 18 days in ICU. I came home on oxygen but I am off now. I use inhalers daily after never having respiratory problems. I lost all muscle and have been told it will take 6 months to recover the muscle. I have a very hoarse voice, constant coughing, urinary incontinence, and I believe some memory problems as a result. In the end, I was told by the pulmonologist that only 30 percent of people wiuth this severe of ards survive. I do not know if the balloon was overinflated by the physician or because it spontaneously filled as previously reported by the FDA. I feel that the anesthesiologist and the physician should have prevented the aspiration that occurred during the surgery to remove.